Event description:
It was reported that the patient presented in-clinic for a device exchange procedure. Prior to the procedure, upon interrogation it was noted that the right-atrial (ra) lead exhibited high capture threshold and poor sensing. As a resolution the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of elevated capture threshold and poor sensing were not confirmed. Only the distal portion of a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation consistent with procedural damage. Visual and x-ray examinations found no anomalies.